Manufacturer narrative:
(B)(4), (side-car push-back). A visual examination of the returned device found residue on the device indicating procedural use and the guidewire lumen (side-car) was damaged (push-back). The outer sheath was buckled in multiple places along working length and was found to be torn at the heat shrink. Functionally the basket failed to extend due to the damage noted to the sheath and the heavy residue. The basket was manually extended and retracted and the wires were found to be even spaced and not deformed. The condition of the returned incident device was consistent with the complaint that the sheath kinked and the basket would not open. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and the sheath was torn and buckled. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket of the device would not open fully and the outer clear sheath of the catheter near the black sleeve (heat shrink) was kinked or bent. No other damage was noted and reportedly no stones had been captured/crushed prior to this issue. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; sheath torn and side-car push-back.